Event description:
It was reported that the patient had skin necrosis at the generator site. It was noted that the area was examined and palpated. It was noted that the issue was related to the device or therapy. It was noted that the patient experienced irritation at the generator site. It was further noted that this was mild. It was noted that the device was surgically repositioned. It was noted that the patient recovered without sequelae.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).